Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: were the device jaws eventually able to be opened, if yes, how were the device jaws opened: no, the jaws were eventually not able to be opened.

Event description:
It was reported by the affiliate that during a intestine resection procedure, after compression and three times firing the firing trigger it was not possible to open the jaws of the stapler. They have opened another device and reload and have placed this over the anastomosis. As a result there could be a higher risk of leakage. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56n07. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.